Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, reason for the explant was unknown. No further information was provided.